Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie was not opened. A technical support specialist recommended that the user contact the pharmacy to inquire whether they would prefer to expedite the item to the facility or to obtain temporary authorization to retrieve the cubie from the cabinet and open it. The system functioned as intended after the technical support service troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medbank system cubie was not opened, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.